Manufacturer narrative:
Concomitant medical devices: dtma1qq, serial#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and the left ventricular (lv) lead exhibited unstable thresholds. A lv lead revision was attempted, however, during revision it was noted that the vein was occluded. A venoplasty procedure was performed and the lv lead was removed. A his bundle lead was selected. During implant of the his bundle lead, high thresholds were observed. The his bundle lead was implanted however, shortly after implant the lead dislodged. The his bundle lead remained in use and a revision for the lead was scheduled for a later time. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion that resulted from programmed high output of the lv lead that was needed to maintain capture. No patient complications have been reported as a result of this event.